Event description:
Reported that it seemed to stretch and unravel during the case. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: both wires in this case seemed to stretch and unravel during case. What is the next course of action?: they used alternate devices to complete the case. Patient present at time of event?: yes. Patient complications: no patient complications. Device acquired from a distributor?: no. Event date: (B)(6) 2022. (B)(4).

Manufacturer narrative:
No device was returned for analysis. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting and packaging of this product. At this time it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used" and/or "improper use" may have impacted on the event as reported.